Manufacturer narrative:
An eval of the devices cannot be performed as the device was not returned to the MFR. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "when trying to remove the cup impactor adaptor, the screwdriver broke off inside of the adaptor. Our warehouse was able to remove the screwdriver remnants from the adaptor."